Event description:
Allegedly the patient was revised due to mom complications.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in the package insert. Trends will be evaluated. This is the same event as 1043534-2013-01464,-01465,-01467

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.